Event description:
The customer reported that the hemodynamic monitor was non-functional. Pt injury was indicated.

Manufacturer narrative:
(B)(4). The customer reported that the hemodynamic monitor was non-functional. This complaint is being reported only due to the fact that the report is alleging pt injury and philips q&r has not received any other data yet to verify what type/kind of injury is alleged. No emergent care was reported and no loss of function or any other serious injury was reported. In addition, the problem description states the "monitor was not functional." Philips still does not have clarification of what "not functional" means. The reported device gives inops when it is not functioning as intended. There has been no report that there was a lack of inop for this reported malfunction or that the problem was otherwise difficult to detect. The limited available info is not sufficient to support either that there was a malfunction or that there was any health risk. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.